Event description:
It was reported that the remote monitor started beeping, and there was a "'red or yellow' light on the front of the monitor." Also noted that both, a scheduled transmission and a manual transmission, "went through." The monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.